Event description:
Customer called to report the pump had a no delivery alarm. Troubleshooting was performed. Device alarmed no delivery with and without the reservoir in the pump. Unit was not dropped, bumped, or exposed to moisture.